Manufacturer narrative:
Mitek has just received further information about this event that causes us to re-evaluate our decision tree. At this point in time, we consider the reported event to be a reportable one, both here in the us and to the EU. We are in the information gathering mode. When all that can be had, is had and evaluated those results will be the subject matter of a follow-up report.

Event description:
Our affiliate is reporting that during an arthroscopic meniscal repair the sutures of 3 rapidlocs broke causing the "top hat" portion of the device to fall away into the patient's joint space. For whatever reason, the devices were not retrieved from the body. The procedure was concluded with the use of a 4th fixation device successfully without further issue or harm to the patient. See also associated mdrs 1221934-2009-00057 and 1221934-2009-00060.